Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/05/2014 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside. The battery cap threads were also damaged, and the cap contact height was not within specifications. A leak test was performed and failed due to a battery compartment leak and a bolus button leak. Unrelated to the complaint, the bolus button cover was detached and missing. The pump case was removed and no further evidence of moisture ingress was found. Device.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. It was reported that the battery compartment and battery cap were damaged. Moisture was also allegedly visible in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.